Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the port was placed under the xiphoid process. While removing gall bladder through the port, a part of tip was broken and fell into the pt cavity. The fallen piece was too small to be retrieved. It is possible that the piece was sucked into the suction tube. A new device was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. There was no ill effect on the pt. Operative time was not extended more than 30 minutes. The broken port was purchased about 3 yrs ago and used for about 40 cases.

Manufacturer narrative:
(B)(4).